Event description:
Pt is experiencing non-auditory stimulation with the use of the cochlear implant. Pt is poorly responding to stimulation, most likely due to poor electrode placement. The child will most likely be reimplanted in the contralateral ear.